Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported they are in the process of pre-authorization for the revision. The rep reported the abnormal impedances were high impedances at 20350, 40000 (out), 37330, 19180, 40000 (out), 37540, 15250. The cause of the shocking was due to connectivity issue. Actions taken are they turned stimulation off and they are submitting for a revision. The issue has not yet been resolved.

Event description:
The rep reported the revision has not yet occurred. The patient was referred to a surgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that their controller began to display "settings not available cannot provide your desired intensity settings" sometime about 2 weeks ago. Caller stated the ins has been off for about 2 weeks. The patient was redirected to their healthcare provider to further address the issue. Caller also stated that this issue has happened in the past and they were sent replacement equipment and it resolved the issue. Pss reviewed that this issue is not caused from external equipment and has to do with the programming of the ins. Caller also mentioned they recently called ps for another issue. Patient reported there was a change in the therapy but it was (illegible) to discovery and then confirmed that it was the correct se tting for (illegible) it was. It was temporary, and with (illegible 3 words) and solution. The cause was unknown. Pursue the (illegible), after several opportunities they keep pursuing it till they found the solution. The issue was resolved. On 4/24, manufacturer representative (rep) reported that patient has noted shocking at the pocket site with certain positions and with pressure- laying down- when stim is on. Caller noted patient fell in january and a few abnormal impedance values were seen but able to continue with programming. Today caller noted impedances were taken and some of those impedances were good while other were now out of range. Reviewed potential for programming and possible revision. Patient was still receiving adequate therapy at the time the impedance issue was noted in january.

Manufacturer narrative:
See regulator report # 3004209178-2023-0555 for product ID 97715 lot# serial# (B)(6) continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostimu lator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.